Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported an issue with the battery. There was no patient involvement.

Manufacturer narrative:
The manufacturer's international service technician confirmed the reported issue. Review of the device diagnostic history indicated a battery failed reference failure. No repairs were done. The customer did not approve the purchase order for servicing the device, or for a battery replacement.